Event description:
It was reported the generator shut itself off mid procedure. It was turned back on and it did the same thing. They tried another blade and it did it again. There was no patient injuries.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor imperfections. The unit delivered rf energy correctly into the fixed resistors. The system did not shut off nor interrupt delivery of energy despite extended use in the service department. The reported problem could not be confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.